Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Potential lead noise causing an inappropriate vf detection. One shock was aborted. A full lead evaluation including postural and isometric testing was recommended. Additionally, the lead will be evaluated for t-wave oversensing in person as well. No adverse patient events reported. Should additional information become available, it will be added to this file.